Manufacturer narrative:
Please note that this event is related to a jts drive unit which is used in conjunction with the jts non-invasive extendible implant (k092138). An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report.

Event description:
It was reported that the jts drive motor unit had error '8' displayed and it was considered a malfunction.